Event description:
A response was received from the health care provider indicating the device was explanted due to endocarditis. The source and type of infection were not provided. Relevant portions of the operative report were translated and read as follows: "endocarditis of prosthesis after valve replacement (B)(6) 2010." "Big amount of putrid secretion found in the area of aortic basis." "The conduit prosthesis (2500 prima plus stentless) is found covered with putrid vegetations in the posterior and medial parts...excised all inflamed part."

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted from the aortic position after an implant duration of 8 months 18 days (8.60 months) and was replaced with a similar valve due to unknown reasons. The patient also had a bioprosthetic valve implanted to the mitral position.

Manufacturer narrative:
Additional manufacturer narrative: the surgeon's response indicated that this valve was explanted and replaced by a similar model device due to endocarditis. The device will not be returned for evaluation as it was indicated that "no device return possible" and "prosthetics is covered in putrid secretion." The operative report was provided but is not in english. Only relevant portions of the report have been translated and provided. The source and type of infection were not included in the operative report. Only the operative report was indicated as available. No patient history or pathology report were provided. This patient had an annuloplasty ring explanted within the same operation. See report for serial number (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At (B)(6) 2011, a thorough search was conducted of all devices within the manufacturing and sterilization lot reported for this device, and there were no other reports of a similar nature. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection has not been provided. Without sufficient information, we are unable to conclusively determine the root cause for the explant of this device.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.